Manufacturer narrative:
The investigation for the purge leak has been completed. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. According to the clinical, on the seventh day of impella cp support purge fluid was observed leaking from the sidearm. The cause of the pump purge leak was most likely a damaged sidearm, but the exact location of the leak could not be determined without return product.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The purge fluid was leaking from the side arm at the purge reservoir site. As a result, decision was made to wean and explant the impella. No patient harm reported due to the issue.